Manufacturer narrative:
Eval - method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
The patient received her scs system consisting of an ipg and lead on (B)(6) 2005. It was reported that the ipg was no longer working. The physician explanted and replaced the ipg on (B)(6) 2007. It was reported that the patient had high output requirements. There is no further information available.